Event description:
It was reported to medtronic minimed that the customer experienced pump diminished battery life-changing out every 2 weeks, rejected new batteries, the pump was slower during rewind, unexplained no delivery, buttons were less responsive, transmitter was not always holding a charge for the full. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884l, mmt-243a, mmt-7841zn. Troubleshooting was initiated for the insulin flow blocked alarm, and it was identified that the issue was a past event. No harm requiring medical intervention was reported. No product return is required for mmt-332a, mmt-1884l, mmt-243a, mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. All buttons function properly. Pump¿s history and trace files downloaded successfully using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: battery cycle 3.0 received the low battery alert (104) on 12/26/2025 12:30:00 after more than 7 days at 18.44 days. Battery cycle 2.0 received the low battery alert (104) on 12/07/2025 16:13:00 after more than 7 days at 17.49 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. No unexpected insulin flow blocked alarms noted during testing or in the pump history. No motor alarms noted in the pump history or long trace files or during testing. No unexpected rewind anomaly noted. No failed battery alarm noted during testing or in the pump trace download.¿¿pump was cut open to perform visual inspection and found dried insulin on the motor slide. The j1 connector on pcba 1 was locked properly during visual inspection. P-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked case. Alleged insulin flow block alarms not confirmed during testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was not confirmed. Alleged rewind anomaly not confirmed during testing. However, dried insulin on the motor slide noted during inspection. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Customer allegation for failed battery alarm not confirmed during testing or in the power management graph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.